Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they experienced a possible broken sensor wire. Upon removal,t he wire appeared to lay flat against the sensor pod. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention.